Manufacturer narrative:
H.6. Investigation: two photos and one fully sealed 100-count bag containing 100 3ml oral syringes and tip caps from batch 9024698 (p/n 305210) were received and evaluated. It was observed there was a small blue piece of foreign matter inside the bag. It appeared to be a piece of plastic and was larger than level 3 in size, which was rejectable per product specification. Blue plastic bags are used in totes to easily differentiate similar products. The totes are reused to transport product. Potential root cause for the foreign matter defect is associated with the material handling process. It is likely the small blue piece of plastic was inside the tote of product and inadvertently dumped into the hopper. No corrective actions are necessary based on the defective rate identified. Batch 9024698 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringes oral 3ml amber experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: blue plastic contamination inside the bag. The bag is sealed and has not been opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes oral 3ml amber experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: blue plastic contamination inside the bag. The bag is sealed and has not been opened.